Event description:
It was reported that during a procedure the emboshield nav6 filter was placed in the distal internal carotid artery (ica); during the same procedure while working in a different vessel, the nav6 and guide wire which was placed in the (ica) was inadvertently pulled/moved and the filter was moved into the common carotid artery (cca) within the first strut of the deployed stent. The physician attempted to reposition the filter and it was pushed back into position within the internal carotid vessel, having been moved up and down the vessel. The physician abandoned the procedure as there was a balloon dilatation which occluded the right internal carotid artery (rica) and the patient could not tolerate the restricted flow. It appeared that possible distal emboli caused the patient to experience symptoms of being unable to move the right arm, the feet, and the right hand could not squeeze. The nav6 filter was removed along with the balloon catheter. Angiography showed no bleeding nor any dissection of the vessel. A bolus of angiomax was given to the patient. The patient could initially move the feet and the arm but knew that he could not squeeze the hand. Within 1 hour post procedure the patient had regained movement ability of the hand, feet and the arm; all symptoms had resolved. The filter had been deployed for approximately 20 minutes. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: stent: xact; embolic protection: medtronic moma epd. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.